Event description:
Reporter indicated that vns patient was experiencing continuous chest pain. The patient had been seen in the hospital e.r. The night before and was reportedly told that they had an "irregular heart". The patient was unsuccessful in contacting their neurologist and refused to go back to the hosp e.r. The patient also claimed to be experiencing more seizures, but indicated that they experienced approx 400 seizures every other day before vns implant and was currently experiencing only about 7 seizures every other day with the vns therapy. Treating neurologist indicated that the patient had not reported these symptoms to her and that they believed that the patient was experiencing pseudo seizures. Investigation to date has been unable to determine whether the patient's chest pain is cardiac-related.